Event description:
It was reported the high flow insufflator alarmed and then shut off during an unspecified therapeutic procedure. The event resulted in a delay of less than 30 minutes. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. In addition, the investigation found that due to a failure in printed circuit (cr) board, the led on the control panel does not light up and a long beep occurred. Based on the results of the investigation, it is likely the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Updated fields: h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.